Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2026-00069. The initial reporter's phone number: (B)(6). Correction- d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient admitted post operation from theatre with a urinary foley catheter in situ. Thought to be anuric, on patient assessment the catheter was found in the bed outside of the patient and the balloon deflated. Staff attempted to catheterize the patient again, and the balloon failed to stay inflated. Patient catheterized with a different batch and size catheter.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient admitted post operation from theatre with a urinary foley catheter in situ. Thought to be anuric, on patient assessment the catheter was found in the bed outside of the patient and the balloon deflated. Staff attempted to catheterize the patient again, and the balloon failed to stay inflated. Patient catheterized with a different batch and size catheter.